Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to wrong lead view use by end user. The device passed full functional testing, was recertified and returned to the customer. Review of the device data logs confirmed that the user was in the incorrect "lead view" for viewing the ECG coming from the electrode pads. The user would need to switch to the "pads view" in order to obtain the ECG signal via the electrode pads attached to the patient. Our investigation concluded that this was not an indication of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 6-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.